Event description:
The customer reported that while preparing the subject device for an unspecified therapeutic procedure, it was suspected there was a cable disconnection (the image did not appear), with cable and connector appearance abnormalities. Another similar device was used to complete the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service observed there was no image was displayed due to a faulty cable (broken cable). In addition, service found cable and connector appearance abnormalities. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, the broken cable was likely caused by physical and chemical stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.